Event description:
On 13-feb-2026, a sales representative reported via (B)(4) that the ar-12990n needle broke off and is stuck in the suture passer. This issue was discovered during a case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.